Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted left anterior retroperitoneum partial nephrectomy procedure, the gonadal artery was inadvertently injured while the surgeon was dissecting the retroperitoneal space using a new, unspecified surgical technique. Approximately 500 ml of bleeding occurred, and temporary hemostasis was achieved with the prograsp forceps instrument. Due to limited space within the retroperitoneum and difficulties controlling the bleeding, the procedure was converted to open surgery. The vessel was repaired with a 5-0 suture, resolving the bleeding without the need for a blood transfusion. The patient tolerated the conversion well, the procedure was completed, and the patient did not experience any postoperative complications. According to the surgeon, a da vinci system, instrument, or accessory did not cause or contribute to the reported event, and there is no concern of the event causing any long-term complications with the patient.